Event description:
Patient (pt) reported, since last fill, being sick or having an infection and md is aware. Pt reported, since last fill, experiencing shortness of breath and headache. Pt reported when doing her hizentra infusion, noticing that the tubing was cracked. Pt lost about 20ml of medication. Pt had no extra tubing on hand. Pt tried to do a manual push of the remaining medication, but she and her spouse stated there was a lot of resistance, even when using a leveled surface and slowly pushing. Pt stated she is recovering from pneumonia and stated she really needs her dose. Md is aware and approved 1 make up dose for pt. Pt did not reported how many vials were lost. Some of the medication was administered. Unknown if defective product is available for return. Unknown if the pt experienced an adverse event due to defective product. Pt did not provide photos. No additional information available. Selective deficiency of immunoglobulin g [igg] subclasses. Patient information: name: (B)(6).